Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient will continue to be monitored for pump power. Regarding the reported bleeding holding plavix and warfarin, international normalized ratio (inr) 4 on admission. Gastrointestinal (gi) consulted, and the plan is to push enteroscopy, which was performed on (B)(6) 2021. Esophagogastroduodenoscopy (egd) with multiple areas of mucosal oozing likely gastric antral vascular ectasia (gave), treated with argon plasma coagulation (apc). No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced several isolated high watts on interrogation. The patient was admitted with gastrointestinal bleeding (gi). Log file submitted captured some above baseline powers starting on (B)(6) 2021 with powers noted in the 8-10w range and continued intermittently for the remainder of the log file. None of these elevated powers were sustained for any length of time and most were associated with pulsatility index (pi) events. Additional information requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 10.8 watts were recorded between (B)(6) 2021. The pump remained above the low-speed limit and appeared to be functioning as intended. The account communicated that the patient was admitted with gastrointestinal bleeding (gi) and several isolated power elevations were noted upon interrogation. Additional information reported that the patient will continue to be monitored for pump power. According to the account, plavix and warfarin were held, and an enteroscopy was performed on (B)(6) 2021. Esophagogastroduodenoscopy (egd) revealed multiple areas of mucosal oozing likely gastric antral vascular ectasia (gave), treated with argon plasma coagulation (apc). The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 29jun2017. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists bleeding as an adverse event that may be associated with use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pi are addressed in section 1 of this IFU. Additionally, section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.